Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 65 mg/dl. The customer's expected fasting blood glucose test result range is 88 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date is (B)(6) 2017. Customer was not concerned with the 122 mg/dl in the meter memory since he stated he took prednisone before and states his sugar raises with the asthma medication. The meter memory was reviewed for previous test result history: the 104mg/dl (B)(6) 2017 07:35 am fasting: yes, 65mg/dl (B)(6) 2017 07:34 am fasting: yes, 122mg/dl (B)(6) 2017 10:51 am fasting: yes, 88mg/dl (B)(6) 2017 08:27 am fasting: yes, 108mg/dl (B)(6) 2017 07:11 am fasting: yes. Memory concerns:customer is concerned with 65mg/dl fasting low result.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (bathroom).

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 65 mg/dl. The customer's expected fasting blood glucose test result range is 88 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the bathroom. The test strip lot manufacturer's expiration date is 11/23/2018 and open vial date is 07/20/2017. Customer was not concerned with the 122 mg/dl in the meter memory since he stated he took prednisone before and states his sugar raises with the asthma medication. The meter memory was reviewed for previous test result history: 1:104mg/dl (B)(6) 2017 07:35 am fasting:yes. 2:65mg/dl (B)(6) 2017 07:34 am fasting:yes. 3:122mg/dl (B)(6) 2017 10:51 am fasting:yes. 4:88mg/dl (B)(6) 2017 08:27 am fasting:yes. 5:108mg/dl (B)(6) 2017 07:11 am fasting:yes. Memory concerns:customer is concerned with 65mg/dl fasting low result.